Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation the device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the needle was broken. Half the needle was received in the jaw of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen fundoplication, the device jammed. The suture was loaded onto a new device to complete the case. There was no injury caused to the patient and no medical intervention was required.